Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device alerted due to a charge circuit timeout. It was also reported the device reached elective replacement indication on (B)(6) 2011. The device was "turned off many years ago" as the patient no longer required implantable cardioverter defibrillation or pacemaker function. The device remains implanted and out of service. No patient complications have been reported as a result of this event.